Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema : unable to observe as it is a medical event that is not related to the device. Double capsule : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side ¿edema,¿ ¿rupture,¿ ¿rotation of the implant¿ and ¿double capsule." Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side ¿edema¿, ¿rupture¿, ¿rotation of the implant¿ and ¿double capsule". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.